Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6), 2011.according to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, post-procedure, the patient did not present with any complications or complaints.all other information is unknown and unavailable.